Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) levels in the 200-300 mg/dl range. The customer alleged that the pump was not delivering insulin properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not delivering insulin properly. Tandem clinical support discussed issues with customer and was unable to identify a specific problem. The customer ended contact with tandem support. No additional information was provided.